Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving unknown morphine (20 mg/ml, 5 mg/day) via implanted infusion pump. It was reported that the patient had a regular refill on (B)(6) 2023 but the hcp was able to aspirate 35ml of drug instead of the calculated 1.8ml. Patient also described a increase in pain since a few months ago. Pump had no active alarms and no event in the logs. The patient was then referred to the hospital. There were no known environmental/external/patient factors that may have led or contributed to the issue. A normal x-ray was performed and showed that there were two metal connectors used in the catheter. Unfortunately, the patient was implanted elsewhere, so there was no additional information available regarding implant and possible revisions of the catheter. Surgery was planned for monday, on (B)(6) 2024 the pump would be checked during procedure. If the pump was working as intended, the catheter would be replaced. The issue was not resolved at time of report, on (B)(6) 2024 . The patient's gender, age, weight, and medical history were asked, but would not be made available. The patient's status at time of report was alive - no injury. Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) on (B)(6) 2024 . It was reported that the cause of the volume discrepancy was that the spinal segment of the 8731sc catheter was blocked. Since the pump showed no errors, it remained in service. The spinal segment was replaced. It was discussed to use morphine with 10mg/ml to increase the fluid flow to prevent a similar problem in the future. It was further reported that the event was resolved. The catheter was discarded in the operating room .(or)

Manufacturer narrative:
Continuation of d10: product ID 8731sc : explanted: on (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.